Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer states display is blank currently. The customer reported that the display did not return after inserting new battery and restarting the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump received with blank display due to battery cap missing the metal contact. Installed a test battery cap and continued testing. Pump received with scratched case, cracked select button keypad overlay, scratched overlay, pillowing keypad overlay, and minor scratched lcd window.